Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified, severely tortuous lesion situated proximally in the rca with 80% stenosis. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. No issues were noted when removing the protective sheath. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. The inflation device remained on neutral pressure during the delivery of the device. It was reported that the stent displacement occurred during positioning to the lesion. Resistance was encountered when advancing the device, the stent partially separated from the balloon. The physician noted that the stent partially came off the balloon in pull back after passing through the calcification. The stent was deployed proximal to the lesion and implanted. Sufficient time was given to the balloon to deflate prior to attempting to remove the device from the patient. There is no injury reported.